Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between july 19, 2019 to july 22, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that residual fluid was inside the device bladder and flow was not observed at the distal end of the luer. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor would not flow. It was further reported that the device does not work (no drip was evident). This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.